Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged one day post implant. A revision was performed to reposition the lead. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was repositioned successfully and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.